Event description:
It was reported that the patient underwent an unspecified spinal procedure to address idiopathic scoliosis fixation at th5-l4. It was reported that when final tightening was performed the setscrew slipped. ¿it seemed to be cross threading.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.